Event description:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi on the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 negative. This was reported to the physician. Retest 1: the sample was intended to be tested for flu, so the original sample was retested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Retest 2: the original sample was retested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. The customer is not sure if the patient is symptomatic.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. On (B)(6) 2022, a sample was collected from the patient. The sample was processed per pi on the xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 negative. This was reported to the physician. Retest 1: the sample was intended to be tested for flu, so the original sample was retested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. Retest 2: the original sample was retested on (B)(6) 2022 on xpert xpress cov-2/flu/rsv plus, which resulted in sars cov-2 pos/ flu a neg/ flu b neg/ rsv neg. This was reported to the doctor. The customer is not sure if the patient is symptomatic. This case involves a specimen that was tested by xpert xpress cov-2/flu/rsv plus test in mode to report only sarscov2. The result was negative, but there was a weak pcr curve. Since influenza results were desired, the xpert xpress cov-2/flu/rsv plus test was repeated on the same specimen, and this time was positive for sarscov2 with a late CT value and weak curve. A second repeat was again positive for sarscov2 with late CT value again. There was no evidence of product malfunction and no known impact to the patient. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.